Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the following reported information: after the left heart catheterization was finished from the femoral approach, a 6fr pinnacle sheath was removed with the wire being left in place. The angio-seal sheath and dilator were advanced to the proper location, and the dilator and wire were then removed, leaving the sheath in place. The angio-seal device was then advanced into the sheath until a first click was heard, followed by a second click. When the doctor began to pull the device back to expose the collagen and the green tamper tube, the entire device got stuck. She experienced a thumb wheel lock up. The doctor then took scissors to cut just below the hub of the sheath to expose the device, then grabbed the back end of the suture and tamped the green tube down. Successful hemostasis was then achieved. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in sections a2, a3a, a4, a6 and b5 and to provide the medwatch that was received.

Event description:
Terumo medical received FDA medwatch report # mw5178671 on 01dec2025: the event decription states: "while attempting to deploy the angio-seal, the device became stuck in the vessel. Dr performed a point of care (poc) ultrasound of the right groin and confirmed that the vessel had distal flow. Vascular surgeon was called and consulted in the lab. The decision was made to cut through the device with sterile scissors. The site remained stable through the entire process and the patient was comfortable and monitored."